Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer pressed on the adhesive backing of the infusion set site and insulin exited the site. Insulin delivery was resumed. There was no impact to customer's blood glucose.